Event description:
It was reported that the insertable cardiac monitor (icm) device was explanted due to concern of a pocket infection. No other devices have been implanted at this time. Device has not been returned. No additional adverse patient effects were reported.